Manufacturer narrative:
Received 13pcs 456087p/b22013gg. Received customer pictures and videos. We have no further complaints for the material/batch. A check of quality, production, and maintenance records revealed no deviations in relation to the reported event. Based on customer provided information this issue is not batch specific. They have been experiencing the issue for several years while their sister hospital, utilizing same equipment, is not. They also have the same issue with competitor tubes. Instrument manufacturer was called in and advised that preanalytical handling is causing the issue. The alleged device malfunction cannot be determined.

Manufacturer narrative:
Complaint#: (B)(4). Samples were only recently received and their evaluation is still ongoing. As soon as the investigation of the event is completed, a supplemental report will be filed.

Event description:
The customer advised they are experiencing erroneous results on the roche cobas, and these are being caught mainly as delta flags. Customer reported the issue to roche who conducted a thorough investigation of the analyzer's water system and other mechanical aspects. After investigation, roche advised the customer that the erroneous results are caused by preanalytical handling. Customer did advise that they see the same issue with bd tubes but more with greiner based on running more specimens on greiner tubes. Customer advised that a sister hospital, also using roche and greiner tubes as well as the same centrifuges provided by (B)(6) does not experience erroneous results. Customer continues to experience fliers. Roche initiated the contact with greiner reporting that the issue has been ongoing for the last 2.5 years since the customer moved from ortho to roche. The issue is not lot specific. Roche advised this started with alkaline phosphatase and glucose "fliers" where the initial result would be extremely low, and the repeat would be normal. These were called into the roche technical support hotline and investigated by the roche engineering team. Roche would find nothing wrong with the analyzers, but when they examined the specimens, they would have visible fibrin and "junk" floating in the plasma. Roche added they also observed oily residue on the surface of the plasma and gel globules on the sides of the tubes, all consistent with when they see gel tubes spun at the wrong speed and time (roche does not define "wrong" but uses tube manufacturers' IFU as the correct way to centrifuge). Roche advised the customer is centrifuging with statspinexpress4 high speed horizon centrifuge; 5 min, 5100 rpm, 4000g. Roche provided the customer with the greiner technical manual (IFU) for our tubes (from your website) to show the customer the centrifugation specifications and said the customer does not want to follow it. Note: greiner centrifugation instructions allows for alternative methods. Roche added they do not believe that this is a quality issue with the greiner tubes, and they (roche) have trialed bd tubes and have the same result. All of roche's investigations point to sample quality and pre-analytics. Technical service called and spoke to the customer for additional information. The customer reported the item number 456087p but was not able to provide a specific lots numbers for the greiner tubes other than their current lot; they had no historical data tracking the lot numbers. The last flier documented by the customer was on (B)(6) 2023. They have not experienced the fliers in their roche analyzer qc samples. The customer reported the tubes are stored at approximately 21-22°c. The centrifuges are in a room with average temperature of around 21-22°c. The tubes and centrifuges are not exposed to direct sunlight. The customer advised they had not noticed any increase in temperature for the centrifuges from the start of day to times of peak use. The customer reiterated (B)(6) supplied them with new centrifuges, the same as a sister hospital, also using roche and greiner tubes, but the fliers continue. The customer advised they had not observed a particular visual problem with the greiner tubes or the plasma. The customer stated they store the tubes upright once centrifuged and the tubes are not recentrifuged. During roche's tube inspection, roche reported to the customer oily residue, on the sides of the tubes, and "junk" floating in the plasma and took several pictures. The customer reported after being stored upright the tubes were inverted and resuspended post centrifugation by roche. The customer stated roche took an aliquot of the plasma and transferred it to a roche secondary tube which was then centrifuged. After centrifugation of the secondary tube, roche inspected the plasma and reported to "junk" in the bottom of the secondary tube, took more pictures and advised the customer their issue was preanalytical. The customer reported since the roche tube inspection as a precaution they started rimming the greiner tubes to skim any particulate junk/debris that may be present although no issue may be visible in the plasma. The customer stated the flier results persist.